Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 4.50mm x 6mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.